Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse on the p2 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an interlock failure and failed to boot to a usable state. No pt serious injury or death was reported related to this event.